Event description:
The cardiologist attempted closure with a techstar xl6f device, while manipulating the device during deployment the sheath broke away from the barrel, with the aid of imaging, the cardiologist accessed the needles through the dermatotomy and removed the device. The arteriotomy was closed with manual compression. The patient did fine.